Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a left main kissing stenting procedure, a guide wire fracture occurred. The pt presented with a myocardial infarction (mi). The 90% stenotic lesion was located at the bifurcation of the non-calcified and non-tortuous distal left main (lm)/ circumflex (cx) coronary artery. It was further reported that the lesion was located at a curve in the vessel. A 5 fr standard sheath was exchanged to an 8 fr standard sheath over a guide wire, and arterial access was gained in the right femoral artery. A pigtail catheter was inserted. An 8fr fl4 run way guide catheter was inserted into the lm. A 182cm graphix guide wire was placed across the lesion in the proximal left anterior descending (lad) coronary artery. A 300 cm graphix guide wire was placed across the lesion in the proximal cx. A 2.5mmx15mm maverick ptca balloon was inflated for 2 seconds multiple times in the lm. A 2.25mmx15mm maverick ptca balloon was inflated for 10 secs in the cx and angiography was performed. A 2.5fr atlantis sr pro 40 mhz ivus catheter was inserted over the wire across the lesion in the lm/lad. The pt vomited a large amount of bloody clotted emesis around the nasogastric tube. A 2.75mmx16mm liberte' monorail stent was deployed at 8 atms for 3 secs in the lad. Another manufacturer's stent was deployed in the cx. The stent balloons were moved more proximally inside of the stents and simultaneously inflated in the lm. A post view angiography was performed. Upon removal of the 300cm graphix guide wire, the guide wire became entangled in the other manufacturer's stent. Multiple unsuccessful attempts at ballooning were performed in an attempt to remove the trapped guide wire. The tip of the 300cm graphix guide wire detached. An attempt to snare the tip was unsuccessful. A pigtail catheter was inserted. The tip of the guide wire lodged in a small thoracic artery where it remains. The procedure was not completed due to this event. Post procedure, a 3cm hematoma was found in the right groin area and the pt also vomited another large amount of blood. Pt status is reported as "stable."